Event description:
It was reported that the customer received multiple occlusion alarms. The customer could not recall if the blood glucose level was impacted. As the customer was not currently receiving an alarm, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available, a supplemental report will be submitted.